Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis coincident with unknown dianeal solution for peritoneal dialysis (pd) therapy. The nurse reported that on (B)(6) 2012, the patient experienced peritonitis. The patient was hospitalized on (B)(6) 2012 and discharged (B)(6) 2012. The cause of peritonitis was not known. The nurse reported " there was no way of knowing - immune system" regarding the cause of peritonitis. The patient recovered. This event was not related to dianeal therapy. The nurse declined to provide any further information.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11l16033 and h11k15060 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.